Event description:
It was reported that the patient's scs ipg was inoperable during a lead revision. Surgical intervention occurred where the scs ipg was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's scs ipg was inoperable during a lead revision/ high impedance was reported to abbott. Surgical intervention occurred where the scs ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.